Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log files; however, the alarms were unable to be reproduced during testing of the returned mpu. Log files were submitted for review and data from the dates of (B)(6) 2025 were reviewed. The log files captured atypical power cable disconnect alarms from (B)(6) 2025 at 23:44:32 to (B)(6) 2025 at 00:07:03 due to the relative state of charge (rsoc) voltage dropping to approximately 0 v. The atypical alarms occurred while connected to the mpu and occurred on both the white and black power leads. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned mpu (serial number: (B)(6) was evaluated by service depot alongside known working test equipment and connected to a mock circulatory loop. The mpu successfully supported the system for an extended period of time without any issues or atypical alarms produced. Although the reported event was unable to be reproduced, the mpu patient cable was replaced as a precautionary measure. After replacing the patient cable, a full functional checkout was performed and the unit passed all steps of testing without any issues. The serviced and tested unit was returned to customer site after passing all tests per procedure. The replaced mpu patient cable was forwarded to product performance engineering (ppe) for further analysis. Ppe evaluation of the returned mpu patient cable did not reveal any issues. The root cause of the reported event could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect alarms and the actions to take if the issue does not resolve. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 instructions for use section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 20may2025. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that power cable disconnect alarms occurred only on the patient's black power cable while connected to both mobile power unit (mpu) and batteries. A system controller exchange was performed and the alarm occurred again with the same situation. Log files from both controllers were sent for review. The logfiles contained unusual power cable disconnect alarms from both black/ white controller leads while utilizing both the battery and mpu power. Additionally, the alarms continued after the controller swap. It was suspected that this was due to a poor physical connection to the clips and mpu. As a precaution the batteries and clips would be replaced and the mpu would be sent in for evaluation.